Event description:
It was reported that while tunneling two extensions with a dual carrier, the carrier broke directly at the end of the second carrier groove. Extensions had to be removed and were retunneled with a tunneling tool from another package. The patient recovered without sequela.

Manufacturer narrative:
Results: other, tunneling tool.